Manufacturer narrative:
(B)(4). Upon visual inspection of the packages, it was observed that several particles of foreign matter were present in the package. It was noted that tyvek did not appear to be sealed to the blister form. Package #1 revealed that the seal was incomplete in some places and too narrow in some places. Package #2 had intact, but narrow, seals. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that before an unknown procedure, there was a foreign matter, like a dust inside the package. Also some foreign matter attached to the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.